Event description:
The analyzer produced biased results for multiple qc samples during this time period; the analyzer also produced luminometer data invalid codes. This scenario is consistent with depletion of signal reagent during operation of the analyzer, which could cause false negative ckmb, beta-hcg and troponin I results. There was no report of patient harm as a result of this occurrence.